Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was capped due to impedance greater than 3000 ohms and noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.